Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, discharging while bench handling, cable ID recognition, and signal integrity testing without duplicating the report. The multifunction cable and multifunction receptacle have been replaced as a precaution. It's also noteworthy to mention a nonzoll automated CPR device was being used at the time of the incident. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate 89-year-old female a patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Please reference medwatch report number 1220908-2024-03193 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.